Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and decreased pacing impedance measurements in the 800 ohms range. Additional information was received that the lead exhibited loss of capture (loc), however, there was an intrinsic rhythm present. Rv outputs were then reprogrammed to a fixed output. Additional information was received that the patient was seen for in clinic follow up approximately 11 days later. Rv lead function was noted to be appropriate following the programming changes and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.